Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was displaying an error 4 message. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2011 (time not known). The patient manages her diabetes with insulin (self adjuster); however, the patient denied taking any action in response to the reported meter issue. According to the csr's documentation, the patient claimed that as a result of the alleged meter issue she developed symptoms of blurry vision, dizziness, thirst, no appetite, and shaking six hours later. The patient, however, denied she received any treatment following the alleged product issue. During troubleshooting, the csr confirmed the patient was not using the subject meter for the first time and the patient was using the proper testing technique. The alleged issue remains unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.